Manufacturer narrative:
The device was not returned to olympus for inspection; therefore, the reportable malfunction could not be confirmed. Based on the results of the investigation, the root cause of the reportable event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the deflectable videoscope's charged coupled device unit was damaged, resulting in a noisy image. This was found during inspection for use. There was no patient involved.